Event description:
It was reported that during a stenting procedure of the left external iliac (off-label use), the dr couldn't advance the stent past the guidewire. The delivery catheter was pulled out and another of the same make and type was used to successfully deploy the stent without further complications being reported.